Event description:
It was reported that during a laparoscopic sleeve procedure, the black cartridge was used to make the first firing on the routine sleeve gastrectomy. Upon inspection after firing it was noted that several staples were straight legged and not formed at all. The procedure went on with the same stapler and green cartridges after the black without incident. An air leak test was conducted at the end of the case and the staple line even where there were unformed staples was leak proof and did not leak air at all. The staple line was over sewn as is usually done and a leak test and esophago gastro duodenoscopy was performed before closing and again the staple and suture line was leak proof so the patient was closed and is doing fine so far. There were no patient consequences. The device is not available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. A surgical photograph was returned for ees review. The photo was reviewed by ees field quality engineer and the following summary was provided: "the photographic evidence confirmed the event description noting "several staples were straight legged and not formed at all." However, based on the photographic evidence, it was not possible to determine a root cause with any statistical confidence."